Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 9 years and 5 months. The reason for explant was not provided despite multiple follow up attempts with the healthcare provider.

Manufacturer narrative:
Additional manufacturer narrative: the device associated with this event is model 2900 which is not sold or marketed in the us, but is similar to model 2800 which is sold or marketed in the us. There was no additional information provided by the healthcare provider regarding this event.

Manufacturer narrative:
Additional manufacturer narrative: report of an edwards aortic bioprosthetic valve explant after an implant duration of approximately nine (9) years due to unknown reasons. Despite multiple follow ups with the healthcare provider, the reason for explant was not provided and the device has not been returned for evaluation. Therefore, the root cause of this event cannot be evaluated or identified at this time. No further action is required at this time, edwards will continue to review and monitor all events.